Event description:
It was reported to vyaire medical that the ltv 1200 ventilator felt 'very hot' while on patient use. Furthermore, the patient was transferred to another ventilator but there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
Customer reported: it was reported to vyaire medical that the ltv 1200 ventilator felt 'very hot' while on patient use. Furthermore, the patient was transferred to another ventilator but there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: code 81-other: service technician was unable to verify customer complaint that states, "users reported that unit was on a patient and felt 'very hot'. The ltv 1200 ventilator was powered on for one hour hour before performance checkout tes. No overheating or abnormal sound occurred. The ventilator was then opened and inspected; no abnormalities were found. The ventilator was processed through service for a complete calibration checkout to meet all factory specifications and standards.